Event description:
It was reported repeated occlusion alarms occurred that were unable to be resolved. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary. Reportedly, the customer uses humalog u-200 brand insulin which is off label insulin.